Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1n86z, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that ins was replaced because the lead wire was messed up. Patient stated she found out the lead wire was messed up when she went in to an appointment with the nurse. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1n86z, implanted: (B)(6) 2018, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2022-01-12, UDI#: (B)(4). After further review, device code (B)(4) applies to this event instead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they had no idea what the circumstances were that led to the wire being messed up. The patient there were no falls, bumps, etc. No further complications were reported.